Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reset the pump on their own, and continued to use pump for insulin therapy.